Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was failed stay closed and maintenance required. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to stay closed. The field service engineer (fse) found that the drawer had a dislodged latch sensor and a missing magnet from the latch bolt. The fse replaced the latch bolt and repaired the dislodged sensor. Everything was tested and found to be working well. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.